Event description:
After an implantation period of approx. 60 months, it was reported that the device shows the eri status. The ICD was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. Device interrogation revealed the battery status eri. The amount of charge taken from the battery was verified and the battery status eri was anticipated. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, there was no indication of a device malfunction. The eri status was anticipated.